Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for low blood glucose (approx 20 mg/dl). Customer did not know if the issue was related to the pump or supplies. Customer was taking glucose and glucagon for treatment of low bgs. During hospitalization, customer was treated with d50 (dextrose). The customer was released from the hospital on (B)(6) 2015 with the issue resolved.